Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient went into ventricular fibrillation due to the device moving into left ventricle. The physician pulled the impella cp back into the aorta and performed percutaneous coronary intervention and plain old balloon angioplasty of ostial right coronary artery [rca] which restored the flow. The impella cp was successfully weaned and explanted. The patient survived the procedure.